Event description:
The account alleged the hi/low function is drifting.

Manufacturer narrative:
The account attempted to clean the drive but the issue returned. The account has not completed repairs.